Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory initial testing could establish telemetry with the subcutaneous implantable cardioverter defibrillator (s-ICD), however a connection with the programmer was not successful. It was further noted that the automatic update would not complete and a message was received indicating the device should not be implanted. The laboratory tested the s-ICD the following day and showed it should be taken out of shelf mode. The device then was able to continue through the entire implant set up with no difficulties. Further testing found the interrogation and telemetry issue to be intermittent. The cause of the intermittent telemetry was unable to be determined by laboratory testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the field representative has been unable to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) on two different occasions. The s-ICD was never in service and was sent back for analysis.